Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of the analysis, a supplemental report will be filed.

Event description:
The user facility reported a patient (unknown race and ethnicity) with an acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support and following day, the impella 5.5 pump came back across the aortic valve during patient support. At performance level p-7, the placement signal showed aortic wave, the left ventricle (lv) signal showed lv wave. The pump alarmed, placement signal unknown at p-7 and the mean motor current was around 350mah. A transesophageal echocardiogram revealed the pump was completely in the aorta. When the performance level was dropped to p-2, the alarmed triggered, pump completely in the aorta. The pump was removed and replaced as a result of the event. The patient was noted to be stable following the event.

Manufacturer narrative:
The investigation of positioning issues has been completed. The reported placement signal showing aortic waveforms and confirmed pump was in aorta with imaging. Pump was visually inspected and no damages or abnormalities were found. The root cause of the positioning issue was not determined due to insufficient clinical detail.